Manufacturer narrative:
Add'l cat#: 76-6022, lot#: 100528-0006. MFR date: 16 sept 2009; cat#: 76-6022, lot#: 100528-0008, MFR date: 16 sep 2009; cat#: 76-6021, lot#: 100540-0050, MFR date: 26 oct 2009. Assessment of mfg records indicates that this product was sterile at the time of distribution. Discussion with distributor and user facility indicates no damage to product packaging prior to use. Product sterilized via gamma irradiation, which is extremely effective against the e. Coli bacterium. Based upon this assessement, we believe the product was sterile until the time of use. Results - wound infection is a relatively common occurrence with spine surgery. E. Coli is a common environmental bacterium. Final results will be provided upon completion of device sterility testing referenced below. Conclusions - we have submitted representative samples of these same lot numbers for sterility testing as a secondary confirmation of our assessment. Details of this testing will be provided once available.

Event description:
Pt underwent surgery for posterolateral fusion of the lumbar spine in 2009. Subsequent to the surgery, pt developed an infection of the surgical site. Infection was determined to be e. Coli. The infection, along with pre-existing co-morbidities, contributed to pt mortality.